Event description:
Medtronic received information that this silicone membrane oxygenator leaked priming solution. The location of the leak is unknown. The device was not used. No adverse patient effects have been reported.

Manufacturer narrative:
Analysis - visual inspection of the returned device shows no outward signs of physical damage to the outer wrap, and there are no signs of moisture inside the gas ports. The device was run with fluid at 6.5 l/min with 8 psi back pressure. This testing identified leaks from both sides of the end cap on the inlet side of the device. No moisture was observed exiting the gas port, indicating the membrane remains intact. Findings from additional analysis determined that a molded component defect caused the leaks. Conclusion: no adverse patient effects associated with this clinical event, as the leak was detected during priming of the unit. Reduced device performance occurred and was related to the reported product problem.